Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was undetermined. The patient will be keeping track of any future occurrences. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that they were seeing patient for a follow-up appointment. The patient reported that their therapy turned off on its own even when the device was not depleted and was at 50 or 75 percent charged. Patient usually noticed this when they went to recharge. The rep stated stimulation usage showed 9 days out of the month where stimulation was not on. The patient did not even use their patient programmer to make changes. Technical services reviewed that only the patient programmer or the clinician programmer can make changes to the patient's device, but it was indicated that the recharger also had the ability to turn off their therapy as well. When asked if it was possible the patient was turning their therapy off with their recharger, the patient was not sure. Technical services advise that the patient monitor and keep a detailed log of when they recharged and when they notice therapy turning off to see if it correlated with the use of their recharger. Technical services also discussed that if the issue persists and the recharger usage was ruled out a data file could be generated and sent in for analysis to be investigated further. There were no symptoms reported the event occured in 2017. No further complications were reported/anticipated.